Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned pump for an alleged reject batteries, low reservoir anomaly and audio/vibrate anomaly. Device passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test and displacement test. No low reservoir anomaly and audio/vibrate anomaly during testing. Device received with normal operating current. Device was monitored for 24 hours and function properly. No charge/battery lasts less than expected during testing. The low reservoir functions properly during testing. Device history download using thds was successful. . However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Unable to confirm battery related alarm and battery voltage on the event date due to corrupted history file. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. The following were noted during visual inspection: cracked reservoir tube lip. Low reservoir anomaly and audio/vibrate anomaly not confirmed. Device passed all required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not notifying correctly of low reservoir alerts. The customer stated that the insulin pump had to rewind more than once and the battery life diminished. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.